Event description:
In 2008, the patient's husband stated that on three days earlier, he called his wife, and she sounded "woozy and could not tell me what day of the week it was." He stated that he advised her to inject fast-acting insulin to lower her blood glucose. When the patient's husband arrived home, the patient's blood glucose measured "hi" on her blood glucose monitor. The husband injected fast-acting insulin every two hours. The patient's blood glucose returned to normal on two days later. Her normal blood glucose range is 120-150 mg/dl. The patient's husband reported that the patient had not been taking care of herself lately. She changes the infusion site and infusion tubing every 5-6 days. The husband was advised to change the infusion site every 3 days. The patient last received 1 box of infusion sets in early 2008, and is still using the same box. A box of infusion sets contains a 30-day supply. Upon follow up with the patient on original date, she stated that the piston rod and adapter of the infusion device had been in use for "years." She was advised to change the piston rod every year and the adapter every 6 months. A replacement piston rod and adapter was sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.